Event description:
It was reported that the device was at elective replacement indicator (eri) and may have had shortened longevity due to high ventricular outputs and/or massive memory activation due to an inactive and dislodged atrial lead. The device was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 7304 implantable cardioverter defibrillator (ICD) 2011 (B)(6); 6948 implantable tachy lead 2006 (B)(6); 4194 implantable pacing lead 2006 (B)(6). (B)(4).